Manufacturer narrative:
(B)(4) (exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 07/jun/2019 and inspection of the unit was performed on 11/jun/2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection, cut on insertion tube at stage 1, forward body trim collar attaching nut worn/ loose thread, primary operation channel resistance, failed wet leak test, lightguide prong cover glass set loose, failed dry leak test, customer complaint confirmed, bending rubber pinhole, hole in # 2 remote control button cover, light carrying bundle distal cover glass middle chipped, fluid invasion not observed in pve connector, fluid invasion not observed in control body, bending rubber leak at middle section. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs includes distal case/cap, which was replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the customer 24jun2019. Parts replaced: air/water tube, deflector operating wire, deflector staycoil, operation channel, adjusting collar, angle wire, bending rubber, segment attaching screw, insertion flexible tube, segment assy attaching screw, lcb distal cover, operation channel, rl pulley assy, ud pulley assy, fwd body trim cover attaching nut, remote control button, o-rings and seals, o-ring(0.5x1.3), distal case/cap.